Event description:
It was reported to tyco healthcare/kendall via FDA medwatch #1026232 that a customer had a problem with an ultra comfort insulin syringe. According to the medwatch form the insulin syringe was occluded and the pt did not receive the dose of insulin when pt injected the insulin and as a result the pt had a glucose of 400. There was no product number, lot number, or sample submitted with this complaint.